Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the controller were not returned for evaluation. Log file analysis revealed that three electrical fault alarms and four high watt alarms were logged on (B)(6) 2021 between 15:33:45 and 15:35:56. All three electrical fault alarms were indicative of an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). This likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. Additionally, review of the event log file revealed several reactivation events logged between 16:53:14 on (B)(6) 2021 and 15:38:08 on (B)(6) 2021 due to open phases on the front stator. No further alarms or reactivation events were recorded. As a result, the reported high power and electrical fault alarms event was confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms can be attributed, but not limited, to a marginal driveline connection or contamination by foreign material of the driveline connector. The most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4315. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #:1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 02-aug-2018. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power and the controller exhibited electrical fault alarms, the driveline was expected for loose connections or damage. The vad and controller remains in use. No patient complications have been reported as a result of this event.